Event description:
It was reported that there was a volume discrepancy issue. The actual residual volume was greater than the expected residual volume, specific values for volumes were not reported. The reporter thought the pump was "slowing down." The drug used in the pump at the time of the event was not reported. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).